Event description:
A patient was undergoing a laparoscopic redo nissen fundoplication and repair paraesophageal hernia. During the placement of the trocars,(a total of 5 were placed)one of the trocars fell apart as surgeon was putting it through the sleeve. All the pieces are accounted for.